Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips filed service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the system had mains input power¿l1, l2, and l3 indicator lights in the m-cabinet were all illuminated. However, during the boot-up process, the pc box in the m-cabinet failed to power on. The fse found that the f11 fuse in the m-cabinet mpdu was blown. To resolve the reported issue, the fse replaced the f11 fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.